Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a plan is to insert a new rv lead due to elevated threshold, lead impedance and sensing anomalies. Replacement has not been scheduled. The patient is stable.

Event description:
New information notes that the returned that the patient wanted only to be monitored and not to place a lead for now. Oversensing farfield a on the rv lead was noted. On (B)(6) 2019 the patient returned to the clinic and programming changes were made and will continue to be monitored. Patient is stable.